Event description:
Blood glucose measured 191 mg/dl however patient displayed low glucose symptoms so treatment was delayed as a result and patient was transported to the hospital. It was stated a different meter read 25 mg/dl twent five minutes later and customer was treated, type of treatment not provided. Reporter stated when controls were ran on the device, both level one and level two tested within an acceptable range. A request was made for the return of the suspect device and replacement product was sent.